Event description:
The patient was started on plavix and eliquis post-procedure and one week later a hematoma developed, requiring a pocket evacuation where approximately 100 cc of the hematoma was evacuated. This device remains actively implanted and no other adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.

Manufacturer narrative:
This device was explanted during a device upgrade on (B)(6) 2016 and was returned for analysis. A hematoma was observed following the implantation of this biotronik device. Therefore the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Manufacturer narrative:
The evaluation was corrected. A hematoma was observed following the implantation of this biotronik device. Therefore, the pacemaker as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).